Event description:
(B)(4). The physician doing the ercp went to remove the plastic stent. When he got to the ampula, he noticed that the stent was in a crooked position. He decided not to touch the stent. He took a sphincterotome and stuck it in the common bile duct and injected contrast and took an x-ray. At this point, he noticed that the end of the plastic stent was sticking through the wall of the common bile duct. At this point, he pulled the plastic stent out of the patient. After that, he stuck in a cotton-leung stent into the duct to leave the duct in an open position and to cover the puncture area that the other stent made. (B)(4). - the physician said that this same problem also occurred in a previous procedure within the last few months but could not provide any further detail about that event. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. Did the patient require any additional procedures due to this occurrence? Yes. If yes, please describe. Additional stent placement. Did the product cause or contribute to the need for additional procedures? Yes. If yes, please specify additional procedures and provide details. Additional stent placement. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Not applicable if problem occurred at removal. For all complaints, ask: does the complaint relate to: -device removal. Device placement. Device removal. Observation prior to patient contact. What was the target location for the stent? Common bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Storage room, light usually off, room temperature. *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Unkr. Was the wire guide lubricated prior to use? N/a, yes, no, n/a. Was the wire guide inspected for damage prior to use? N/a, yes, no, n/a. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no, n/a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no, n/a. If yes, please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no, no. If not with the device in question, how was the procedure finished? Cotton-leung stent. What intervention (if any) was required? Cotton-leung stent placement. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no, no. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: n/a. Had a sphincterotomy been performed prior to this occurrence? N/a, yes, no. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. If other, please specify. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no. Was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Where was the stricture located in the duct? Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. Was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no. After placement, was stent position verified? N/a, yes, no. If yes, please describe how. Please estimate the amount of time the stent was in place prior to this occurrence. Did any section of the device detach inside the endoscope or patient? N/a, yes, no. If yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient. Was the broken device retrieved? N/a, yes, no. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no. If yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the 1x spsof-7-7 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Should the product become available for evaluation at a later date the file can be reopened and reassessed accordingly. This file has been opened to capture the off -label use of placing a zimmon pancreatic stent into the common bile duct. This file is related to (B)(4) (emdr ref. - 3001845648-2022-00746) - the stent was in a crooked position. This file is related to (B)(4) (emdr ref. - 3001845648-2023-00349) - off label use of replacement device x quantity of (B)(4). Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all spfof-7-7 devices are subjected to a visual inspection and functional inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. IFU & label review: it should be noted that the instructions for use states the following: ¿intended use: this device is used to drain obstructed pancreatic ducts¿. It also states: ¿notes: do not use this device for any purpose other than stated intended use¿. As per the IFU, migration is a known potential adverse event associated with pancreatic stent placement " those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration". There is evidence to suggest the user did not follow the IFU. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off-label use was concluded based on the available information. The intended use in the zimmon pancreatic stent IFU states ¿this device is used to drain obstructed pancreatic ducts¿ however, from the information provided the stent was placed into the common bile duct. Summary: the complaint is confirmed based on customer testimony. The user noticed that the end of the plastic stent migrated and perforated through the wall of the common bile duct. The user then pulled the plastic stent out of the patient. After that, replacement cotton-leung stent was placed into the duct to leave the duct in an open position and to cover the puncture area that the other stent made. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on the 04-may-2023.